Event description:
As reported by our affiliates in (B)(6) from a clinical trial, after the successful implant of a 29 mm sapien 3 valve by tf approach, patient developed hypotension and echo showed pericardial collection. Percutaneous pericardial drain was inserted but drainage of blood continued and therefore, sternotomy was performed and a pericardial clot was extracted surgically. Hematoma was noted around aortic root, consistent with a contained aortic rupture. Surgical glue was applied to the area but surgery to the aorta and the valve was required. Patient was not put on cardiac bypass. The femoral artery was also closed surgically as the patient was heavy and it was thought the closure device would not work as intended. Patient is doing well. The patient¿s annular native valve measurements were 546mm2, 22.8mm x 30.1mm. The degree of native valve calcification was mild. The patient did not have a porcelain aorta. The degree of mitral annular calcification was mild. The leaflets were not bulky/calcified and there was no bulky calcification in the annulus. The commander ds balloon was not overinflated, it was used with nominal volume.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relevant patient information was not provided, so the exact cause of the annular rupture is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4) from a clinical trial, at the successful implant of a 29 mm sapien 3 valve by tf approach, patient suffered a cardiac tamponade that was treated by pericardiocentesis. The patient remained hypotensive and required surgery with pericardiotomy and thrombus evacuation with good outcome.